Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae and recurrence. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and pelvicol and pelvilace were implanted. The patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced overflow urinary incontinence, recurrent urinary tract infection, left-sided pelvic pain, and recurrent urinary incontinence.